Event description:
Dealer states unit is not putting out any air. Dealer unaware if user was using unit when failed. Using since (B)(6). Not sure if in private home or care facility. Due to they are a distributor.